Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was brought into the or for a complex primary total hip. During the trialing process, the surgeon encountered that the exeter all-poly 60x36mm cup trail became cold welded and didn't allow for trialing with said implant. The procedure was completed successfully with no adverse impact to the patient.

Manufacturer narrative:
An event regarding size/fit issue involving an exeter contemporary cup trial was reported. The event was confirmed. Method & results: device evaluation and results: dimensional analysis by the supplier confirmed that the inner diameter did not comply with the required specification. No other material or manufacturing issues were noted with the device. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation concluded that the device was dimensionally non compliant. The supplier has initiated ncr to investigate further.

Event description:
It was reported that the patient was brought into the operating room for a complex primary total hip. During the trialing process, the surgeon encountered that the exeter all-poly 60x36mm cup trail became cold welded and didn't allow for trialing with said implant. The procedure was completed successfully with no adverse impact to the patient.